Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear on the catheter shaft found just after placement.

Manufacturer narrative:
The reported event was confirmed, as manufacturing related due to a hole less than 0.25" from the funnel. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone foley catheter present. There was a visible 0.016" hole 0.0660" from the bifurcation point. Catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and upon deflation returned all of the solution without issue. When the drainage funnel was flushed with methylene blue solution, the solution streamed from the hole in the surface. The presence of a cut in the drainage lumen was out of specification. A CAPA # ng-CAPA-18-022 related to ¿deflation due to trauma in all silicone catheters¿ was created on 09/10/2018. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters."

Event description:
It was reported that there was a tear on the catheter shaft found just after placement.